Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the ipg site was revised and the ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.